Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a defective lock sensor. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the problem. It was determined that the defective latch lock sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.